Manufacturer narrative:
All the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked. The pump had a stripped battery cap at the coin slot area, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; no buttons were responding. The patient's blood glucose at the time of incident is unknown. The caller did not recall any significant events leading to the keypad issues. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.